Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump supplies were changed multiple times and the issue persisted. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy, and also confirmed an alternate source of insulin therapy was available.